Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with meropenem injection (1.5 gm, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.